Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. The customer explained that the buttons were not pressed for a long time. The customer explained that they removed the battery, replaced the battery and the insulin pump alarmed button error again 30 minutes later. The customer was advised that a replacement insulin pump would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons function properly however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.